Event description:
Patient reported "rupture" of left side device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, black particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported "rupture" of left side device. Device was explanted.